Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the environment, which is environmental conditions. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device had loose fixation, the device had a sticky trigger and moving parts of the device did not move smoothly-trigger. It was observed that the device had component damage and cosmetic damage - worn coupling. It was further determined that the device failed pretest for general condition, check the attachment coupling and check for sticky triggers. It was noted in the service order that the device didn¿t work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.